Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2023, the infusion set's tubing detached from the connector, prior to insertion while the infusion set was still in the package. No further information available.